Manufacturer narrative:
(B)(4). Method: the complaint chamber was received and was visually inspected. Results: the chamber dome was cracked along the base, starting below one of the chamber ports and ending at the bracket. There were also dents observed in the aluminium base. Conclusion: the hospital has informed us that the mr290 chamber was being used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of (B)(4). The integrity of the chamber can be affected when pressures exceed (B)(4). It is also likely that the dents in the base caused stress in the chamber dome which contributed to the crack. These dents were most likely the result of the chamber being dropped. We know that increasing the distance between the water bag and the chamber (thereby lengthening the water feed set tube) helps prevent the chambers from running dry. Infant therapies involving high pressures are becoming more widely used and for this reason fph manufactures a water feed set extension, which is recommended for use in such cases. The user instructions for the water feed set extension, (B)(4), state that it "allows the mr290 to be used with infant CPAP systems." The hospital had informed us that they were using an extension to the water feedset in this instance but did not supply the pressure settings used nor tell us how high above the chamber the water bag was mounted. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [(B)(4)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported that when they started to use an rt324 breathing circuit for sipap therapy they noticed leaking from the mr290 autofeed chamber. This was found prior to patient use.